Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701051702.

Event description:
The event occurred in germany. It was reported that the error message ¿head error¿ occurred on the rotaflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that the error message ¿head error¿ occurred on the rotaflow console before use, during priming. No harm to any person has been reported. The rotaflow console (rfc) with s/n: (B)(6) was investigated by a getinge field service technician (fst). The technician could confirm the reported failure and the rfc control board kit (article number: (B)(4) has therefore been replaced. During the repair of the rotaflow device, the rotary knob (article number: (B)(4) and the rpm-potentiometer (article number: (B)(4) have been replaced additionally, as no rpm changes could be made on the knob and the potentiometer was found to be stiff. The rotaflow console is working as intended after repair and is cleared for clinical use. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rotaflow drive and / or the control board is damaged. As a result, the rotaflow drive and / or the control board has to be replaced. The reported ¿head error¿ could lead to a pump stop during use therefore a report is required. The reported failure "rotary knob broken/jammed" was already investigated by our life-cycle-engineering (lce) in a previous complaint. Following most probable root cause could be determined: general wear and tear after years of use. When the rubber ring of the rotary knob is brittle and worn the condition of the surface did not have the necessary frictional adhesion to rotate the disc or potentiometer shaft. According to the instruction for use (instructions for use / 4.4 / en / 15; chapter 5.6.1 check before every use) it must be checked that the speed indicator matches the speed set on the rotary knob. Based on the mit-127 in the risk analysis the system shall check the correct (not stuck) function of all buttons during startup. Therefore, the reported failure will be noticed before use. No report is required for this failure. Based on these investigation results the reported failures could be confirmed. The review of the non-conformities has been performed on 2025-06-18 for the period of 2020-05-27 to 2025-06-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2020-05-27. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, "head error" the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. Therefore this complaint is closed based on the given information. If significant information becomes available the complaint will be reopened and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).